Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing the noise and resulted in pacing inhibition on the right atrial (ra) lead. No changes or interventions were performed. The patient condition was stable.